Event description:
It was reported that one day post implant, the right ventricular (rv) lead dislodged and a no-capture condition was recorded. The rv lead was revised and remains active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2014. (B)(4).